Event description:
It was reported that this right atrial (ra) lead was implanted and about a month later, was removed and replaced, due to the lead dislodging. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.